Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p5e1164). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sigmoidectomy and excision of two liver lesions in the context of recto-sigmoid hinge adenocarcinoma, the device locked on tissue and could not be removed, resulting in an extended surgical time of 5 minutes. It was noted that the black handle of the device got stuck which could not cut and put the staples. The operator was able to open the clamp and remove it for replacement to resolve the issue. No patient complications have been reported as a result of this event.